Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was inserted but it was not functioning. The customer removed the sensor and noticed there was no the electrode. It was stated that an xray was done and the electrode did not show inside the customer's body. The location of the missing piece is unknown. The sensor was replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the two sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.